Event description:
Same case as MFR#'s: 6000089-2006-00628, 6000089-2006-00630, 6000089-2006-00631, 6000089-2006-00632. Syntax clinical randomized study, it was reported that 40 days after a coronary artery drug eluting stenting treatment procedure, the pt expired. The index procedure identified six target lesions treated with seven stents. The first target lesion was a heavily calcified lesion located in the proximal right coronary artery (rca). The lesion was direct stented with a taxus express2 2.75 x 8mm stent and a taxus express2 2.75 x 12mm stent in overlapping fashion. The stents were not post dilated. Target lesion 3 was a trifurcated lesion with heavy calcification in the left main, proximal left anterior descending (lad) and the proximal circumflex (cx) arteries. The lesion was direct stented using the provisional t-stenting technique, with a taxus express2 4.00 x 8mm stent. Target lesion five was a heavily calcified lesion greater than 20mm located in the mid lad. The lesion was direct stented with a taxus express2 3.00 x 12mm stent. Target lesion six was greater than 20mm and heavily calcified, located in the distal cx. The lesion was direct stented with a taxus 2.75 x 12mm stent. Following the implant, all lesions treated with the five taxus express2 stents showed less than 30% residual stenosis and timi-3 flow. During this procedure, two add'l stents were implanted in target lesion 2, located in the mid rca. One stent is unk and the second was a tsunami stent. The pt was discharged 5 days later on beta blockers, angiotensin ii receptor antagonists, acetylsalicylic acid, thienopyridine anttiplatelet, statins, diuretics, and amiodarone. The pt was admitted to another hosp 33 days following the index procedure due to lung edema and left ventricular failure. There were no laboratory/ ECG signs of myocardial ischemia/infarction. The pt was intubated because of global respiratory insufficiency and developed pneumonia/septicemia/acute nephric failure thereafter. The pt died of multisystem organ failure 40 days following the index procedure. The device relationship was indicated as being possibly related to the event.